Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. One haptic is pulled from the optic (not returned). The optic is cut from edge to center, typical of insertion and removal. The optic has a deep scrape mark near the cut area on the posterior side of the lens. Product history record review indicated the product met release criteria. A qualified associated product was indicted. The handpiece and viscoelastic indicated are not qualified for the product combination used. The root cause may be related to a failure to follow the dfu. The file indicates the use of a handpiece that is not qualified for the lens/cartridge cartridge combination used and the use of a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties and/or lens damage. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), it had a mark. The lens was replaced and there was no reported patient impact. Additional information was requested.